Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A pt reported that she was admitted to a hosp on an unk date in (B)(6) 2014, due to an exacerbation of her congestive heart failure. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. The pt was discharged from the hosp on (B)(6) 2014. As on (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt's signs and symptoms of congestive heart failure exacerbation have resolved.